Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('possible risk of perforation of the uterus because of this migration.'), embedded device ('iud has migrated from endometrium into right myometrium') and pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 686077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), allergy to metals ("nickel allergy"), rash ("rash / skin condition"), psychological trauma ("psych injury") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (da vinci assisted laparoscopy with bilateral salpingectomies. And salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation and embedded device outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, allergy to metals, rash, psychological trauma and vulvovaginal candidiasis had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, embedded device, heavy menstrual bleeding, pelvic pain, psychological trauma, rash, uterine perforation and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy and psych injury was unknown. Discrepancy noted on essure insertion date -(B)(6) 2010 (as per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: bilateral essure device identified fallopian tubes are occluded. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. New event "possible risk of perforation of the uterus because of this migration." And "iud has migrated from endometrium into right myometrium" was added. Lot number,rcc, lab data and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('possible risk of perforation of the uterus because of this migration.'), embedded device ('iud has migrated from endometrium into right myometrium') and pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 686077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), allergy to metals ("nickel allergy"), rash ("rash / skin condition"), psychological trauma ("psych injury") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (da vinci assisted laparoscopy with bilateral salpingectomies. And salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation and embedded device outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, allergy to metals, rash, psychological trauma and vulvovaginal candidiasis had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, embedded device, heavy menstrual bleeding, pelvic pain, psychological trauma, rash, uterine perforation and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy and psych injury was unknown. Discrepancy noted on essure insertion date (B)(6) 2010 (as per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: bilateral essure device identified fallopian tubes are occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), rash ("rash / skin condition"), psychological trauma ("psych injury") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, rash, psychological trauma and vulvovaginal candidiasis had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma, rash and vulvovaginal candidiasis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: invalid case validated; patient information updated; product information updated; adverse events added to case: "pelvic pain"; "abdominal pain"; "dysmenorrhea"; "menorrhagia"; "nickel sensitivity"; "rash"; "psychological trauma";"candida infection". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.